Event description:
A malfunction alarm identified as "malf 12" was reported by the customer. The customer did not disclose whether the issue caused their blood glucose level to exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction did not recur. The customer was informed that they could continue using the pump and advised to contact support if the issue reappears.